Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the item is defective. Followup indicates the rf (radio frequency) head wasn't able to interrogate the devices. The rf head was returned for discard. No patient complications were reported as a result of this event.

Event description:
It was reported the item is defective. Followup indicates the rf (radio frequency) head wasn't able to interrogate the devices. The rf head was returned for discard. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the radio frequency programmer head was returned and analysis could not confirm the customer comment that it was "defective." The programmer head did fail all uplink amplitude tests, and it was found that the rubber portion of the label was gone, and the head was sent on for repair. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.